Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the power adapter for the charging cable overheated. No additional event or patient information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Voltage testing was performed and passed. The reported event of an overheating accessory was not confirmed. The root cause could not be determined. In addition, a universal serial bus (usb) a to usb micro b was also returned. The device was visually inspected and no defects were found. A micro usb test was performed and passed. The reported event of an overheating accessory was not confirmed. The root cause could not be determined.